Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: a modified surgical technique and new reamers were released in (B)(6) 2010 by zimmer for the tm humeral shoulder system which requires reaming 1mm larger than the intended implant size. The new reamers and surgical technique were released as part of the corrective action issued in (B)(6) 2010. It is unclear if the surgeon used the new reamers or the new technique. The device was measured and found conforming. Damage was observed on the top of the stem that is uncharacteristic of the use of the inserter. The exact cause of failure cannot be determined with certainty. Evaluation codes: device history records indicate all components were manufactured and inspected to specification. Dimensional analysis was performed. No manufacturing abnormalities could be detected by either method.

Event description:
It was reported that the surgeon reamed the canal and attempted to insert the humeral stem but the implant was too small. The surgeon reamed again and the next size implant was used.